Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing confirmed that the device touchscreen was unresponsive. It was observed that the pressure points for the control buttons of the lcd have shifted so the settings buttons were misaligned and desired setting cannot be correctly selected. The evaluation determined that the reported device failure was due to a defective lcd module. The lcd module was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen at the start of therapy. There was no patient injury reported as a result of this incident.